Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#3006705815-2016-00724. It was reported post surgery (reference MFR report#3006705815 2016-00714) the patient was unable to move his leg when he woke up in recovery. Reportedly, the patient was admitted to the hospital overnight. The next morning the issue still persisted. A CT scan was ordered to further address the issue. Follow-up identified the patient was transferred to a skilled nursing facility for in-patient rehabilitation due to left leg paralysis and minimal movement of the right leg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2016-00724. Follow-up identified the patient remains in a skilled nursing facility with improved movement to both legs.